Event description:
It was reported that while inserting a helical blade into a trochanteric fixation nail (tfn), the head of the coupling screw sheared off. The pt was unharmed, the procedure was completed. All broken pieces were recovered.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was returned with the knob broken off. The breakage site was noted at the shaft. The sample contains axial scratches and minor dents in the threads indicative of usage. A review of design did not reveal any discrepancies that could have contributed to the reported issue. Instrument dimensions met product specifications. It si unk whether the instrument underwent excessive off-angle hammering to cause failure. A review of the device history record did not reveal any issues that could have contributed to the reported event. As described in technique. Excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, could result in loading conditions that may lead to breakage.